Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and records can be performed. Complaints which are serious in nature are reviewed on a regular cadence or for due cause to provide visibility and escalation. In addition, all complaints are also monitored for trending on a monthly basis. No further information is available at this time.

Event description:
The consumer's letter was received on (B)(6) 2017. After 3 attempts ((B)(6) 2018) to follow up with her, we were able to contact her on (B)(6) 2018. The consumer stated that her tampon came apart upon removal and tampon pieces remained inside of her. This occurred with one tampon. Two days after the occurrence, she began experiencing spotting and pelvic cramping. We attempted to contact her on (B)(6) 2018 after her schedule obgyn appointment, but have been unable to reach her. No further information is known at this time.

Event description:
Consumer saw her doctor and was diagnosed with bacterial vaginitis and started her on antibiotics. The doctor told her he did not think it was related to the tampon issue, and confirmed with her that there were no pieces left that he could see. Consumer reported she was doing well, no further follow ups are tasked.

Manufacturer narrative:
Additional information added. (B)(4).